Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 19.8 mmol/l (356.4 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported experiencing high bg levels due to a pod that was not working correctly. The patient confirmed the cannula was inserted properly and was not bent, but noted the pink slide did not move forward, which would indicate a needle mechanism failure. There was no redness or swelling at the pod site, no insulin leakage, and no issue with the adhesive. As treatment, a new pod was applied. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.